Manufacturer narrative:
Device received with a64 alarm during self test and was unable to communicate with the carelink pro due to a faulty on the radio frequency board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self test error after performing self test. The customer¿s blood glucose was 119 mg/dl at the time of incident. The customer was previously able to clear the alarm and able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.